Manufacturer narrative:
Visual inspections were performed on the returned device. The device condition indicates the plunger may not have been fully depressed flush with the handle such that the posterior needle was not blown through the posterior foot. The observed link detachment subsequently occurred during plunger retraction as the posterior needle remained in the posterior pocket. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported difficulties and subsequent treatment appear to be related to the circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.d4 - lot # updated.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle after a percutaneous coronary interventional procedure using a 6f sheath. Reportedly, a cuff miss occurred. Another prostyle was attempted but the same occurred. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional prostyle device referenced is being filed under a separate medwatch report number.